Event description:
The account alleged that the nurse call and lights are not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the nurse call cable to resolve the issue.